Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Concomitant med products due to character limitation: 5 mm x 12 cm micrusframe14. (Mfr140512/s13563), terumo sheath introducer, chikai 14 (asahi intecc) guidewire, 6f axcelguide. (Medikit) guide catheter, sl-10 (stryker) microcatheter, shouryu hr (kaneka) balloon catheter, y-connector (goodman), enpower, dcb2. (B)(6); the customer contact information was not reported. (B)(4). The product is not available for evaluation and testing. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during a balloon-assisted coil embolization of an anterior communicating artery aneurysm, the 5 mm x 12 cm micrusframe14 (mfr140512/s13563) thermo-mechanical coil was inserted but ¿did not fit for the lesion¿; therefore, the physician attempted to re-sheath the coil but the introducer became damaged and failed to re-sheath. The coil was subsequently replaced. The 6 mm x 25 cm deltafill18 (dlf180625/s13722) was inserted but the physician reported sudden resistance at the remaining 5 centimeters (cm). The physician attempted to withdraw the coil but the coil was unraveled. An additional microcatheter was advanced to the target lesion while the other microcatheter was left in place. The coil embolization was continued. After coil embolization was completed, a snare (boston scientific) was used in attempt to remove the coil, but the proximal end of the coil separated and was left in the femoral artery. The physician judged that the separated coil would not have an adverse effect on the patient. The procedure was completed. No patient complications occurred as a result of the event. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. A terumo sheath introducer, a chikai 14 (asahi intecc) guidewire, a 6f axcelguide (medikit) guiding catheter, a sl-10 (stryker) microcatheter, a shouryu hr (kaneka) balloon catheter, a y-connector (goodman), an enpower, and a dcb2 were also used for the case. Of note, the patient underwent case last week and this was ¿retried¿ case due to aneurysm recanalization. A narrow space was seen in aneurysm. The products will not be returned for analysis. No further information is available.

Manufacturer narrative:
(B)(4). Event: additional information received indicated that there was such strong resistance that the deltafill18 coil got stuck in the sl-10 (stryker) microcatheter and could no longer advance. The coil separated during use of the snare. A portion of the embolic coil remains in the patient¿s body. No intervention was performed to secure the coil in place and there are no planned procedures scheduled to remove the coil from the patient. No patient complications have occurred a result of the event. The user did not apply excessive force at any time during the use of the device. The surgery was not delayed due to the event. (B)(6). Complaint conclusion: as reported by a healthcare professional, during a balloon-assisted coil embolization of an anterior communicating artery aneurysm, the 5mm x 12cm micrusframe14 (B)(4) thermo-mechanical coil was inserted but ¿did not fit for the lesion¿; therefore, the physician attempted to re-sheath the coil but the introducer became damaged and failed to re-sheath. The coil was subsequently replaced. The 6mm x 25cm deltafill18 (B)(4) was inserted but the physician reported sudden resistance at the remaining 5 centimeters (cm). The physician attempted to withdraw the coil but the coil was unraveled. An additional microcatheter was advanced to the target lesion while the other microcatheter was left in place. The coil embolization was continued. After coil embolization was completed, a snare (boston scientific) was used in attempt to remove the coil, but the proximal end of the coil separated and was left in the femoral artery. The physician judged that the separated coil would not have an adverse effect on the patient. The procedure was completed. No patient complications occurred as a result of the event. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. A terumo sheath introducer, a chikai 14 (asahi intecc) guidewire, a 6f axcelguide (medikit) guiding catheter, a sl-10 (stryker) microcatheter, a shouryu hr (kaneka) balloon catheter, a y-connector (goodman), an enpower, and a dcb2 were also used for the case. Of note, the patient underwent case last week and this was ¿retried¿ case due to aneurysm recanalization. A narrow space was seen in aneurysm. No further details could be provided regarding the report of aneurysm recanalization. Additional information received indicated that there was such strong resistance that the deltafill18 coil got stuck in the sl-10 (stryker) microcatheter and could no longer advance. The coil separated during use of the snare. A portion of the embolic coil remains in the patient¿s body. No intervention was performed to secure the coil in place and there are no planned procedures scheduled to remove the coil from the patient. No patient complications have occurred a result of the event. The user did not apply excessive force at any time during the use of the device. The surgery was not delayed due to the event. The micrusframe14 coil was considered oversized for the lesion; thus, was removed and attempted to be resheathed. There was no difficulty encountered unsheathing the introducer tube from the delivery tube of the detachable coil delivery system. The coil delivery system was prepped without any difficulty. The user did not apply excessive force while unsheathing or resheathing the device. The surgery was not delayed due to the event. No further information was provided. The deltafill18 was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The IFU cautions that if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. If the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure, including device interaction, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.